Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in sweden: "underinfusion." According to the customer: "these complaints are linked to an investigation that (B)(6) has sent to the medical products agency (mpa). These complaints are in addition to the others that the hospital has not reported to us. Under each individual complaint you will find what is wrong with the respective pump. No samples will be sent. This applies during the period march-september 2022." "Pump shows the wrong volume."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.